Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachy response (atr) episodes. There was evidence that the patient required atrial pacing prior to the rrt oversensing. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The product remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Investigation of the available information also determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachy response (atr) episodes. There was evidence that the patient required atrial pacing prior to the rrt oversensing. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The product remains in-service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachy response (atr) episodes. The ra lead is a competitor product. There was evidence that the patient required atrial pacing prior to the rrt oversensing. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The product remains in-service.